Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a 2 minute time frame on the precision qid blood glusoe meter. The values when plotted on to a parkes error grid fell into c/d zone which is considered clinically significant. There was no report of death, serious injury or mistretment associated with this event.